Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor failed a pulse test. The cause of the fault was isolated to components u901 (op 496 quad micropower operational amplifier) and u1004 (tri-state driver/receiver). Components u901 and u1004 on the computer analog board had broken solder connections. The root cause of the broken solder connections could not be positively identified. No adverse event resulted from the damaged components. The last patient to use this monitor did not report any problems.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed the internal pulse test. The last patient to use this monitor did not report any deficiencies.